Manufacturer narrative:
Concomitant medical products: product ID: ddmd3d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. The ICD system was rep laced several months later. No further patient complications have been reported as a result of this event.